Manufacturer narrative:
Mitek is at this point in the time in the information gathering mode. When all that can be had is had and evaluated, those results will be the subject of a follow-up report.

Event description:
Our rep is reporting that a patient underwent an acl repair in 2008. Subsequent to this procedure the patient developed redness and swelling around the wound site. The site was re-visited on approx two and a half months later, the surgeon noted that the tibial fixation device had backed out of the tibia and the tunnel was filled with puss. The surgeon commented that the screw appeared as though it was resorbing rather rapidly. Also noted was the fact that there appeared to be some osteolysis happening, the tibial bone tunnel had grown from the original 8mm diameter to roughly 25mm. The surgeon removed the fixation device and discarded. [Post scrip: this is all of the information that has at this point in time been made available to mitek. Questions are out to the mitek rep for further information and clarity. ....afrigault 17-oct-2008 12:46:09] also see associated MDR 1221934-2008-00486.